Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("right essure coil was missing") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("patient wants essure inserts removed due to lower left quadrant pain."). The patient was treated with surgery (hysterectomy done with morcellation a year after essure placement). Essure treatment was not changed. At the time of the report, the device dislocation and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and device dislocation with essure. The reporter commented: patient wants essure coils removed due to lower left quadrant pain. Case is complicated due to hysterectomy (unspecified details) diagnostic results (normal ranges are provided in parenthesis if available): computerized tomogram - on an unknown date: missing insert at right side. Ultrasound scan - on an unknown date: missing insert at right side. Pathology shows nothing to account for the right side. Company causality comment: this spontaneous case report refers to a female patient who had essure inserted and the right essure coil was missing (seen as a device dislocation). In addition, the patient wants essure inserts removed due to lower left quadrant pain. These both events are anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; a device dislocation within the fallopian tube, or a migration into abdominal cavity. In this present case, the exact time point of dislocation and coil localization were unknown. Therefore, given the nature of this event, it was considered related to essure. This case was regarded as incident since intervention was required. Product technical analysis and follow-up information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("right essure coil was missing") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("patient wants essure inserts removed due to lower left quadrant pain."). The patient was treated with surgery (hysterectomy done with morsellation a year after essure placement). Essure treatment was not changed. At the time of the report, the device dislocation and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and device dislocation with essure. The reporter commented: patient wants essure coils removed due to lower left quadrant pain. Case is complicated due to hysterectomy (unspecified details) diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: missing insert at right side ultrasound scan - on an unknown date: missing insert at right side pathology shows nothing to account for the right side quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 19-jan-2018: despite requests, no further information could be obtained. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("patient wants essure inserts removed due to lower left quadrant pain.") In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and device expulsion ("right essure coil was missing in CT scan"). The patient was treated with surgery (hysterectomy done with morsellation a year after essure placement). At the time of the report, the abdominal pain lower and device expulsion outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and device expulsion with essure. The reporter commented: patient wants essure coils removed due to lower left quadrant pain. Case is complicated due to hysterectomy (unspecified details) diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: missing insert at right side ultrasound scan - on an unknown date: missing insert at right side pathology shows nothing to account for the right side. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 12-mar-2018: correction following company internal review: event device dislocation was coded to device expulsion (essure was missing in CT scan). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("right essure coil was missing") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("patient wants essure inserts removed due to lower left quadrant pain."). The patient was treated with surgery (hysterectomy done with morsellation a year after essure placement). Essure treatment was not changed. At the time of the report, the device dislocation and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower and device dislocation with essure. The reporter commented: patient wants essure coils removed due to lower left quadrant pain. Case is complicated due to hysterectomy (unspecified details). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: missing insert at right side. Ultrasound scan - on an unknown date: missing insert at right side. Pathology shows nothing to account for the right side. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female patient who had essure inserted and the right essure coil was missing (seen as a device dislocation). In addition, the patient wants essure inserts removed due to lower left quadrant pain. These both events are anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; a device dislocation within the fallopian tube, or a migration into abdominal cavity. In this present case, the exact time point of dislocation and coil localization were unknown. Therefore, given the nature of this event, it was considered related to essure. This case was regarded as incident since intervention was required. A product technical analysis investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information is expected.